Event description:
It was reported that a pt underwent a gynecological procedure on (B)(6) 2010. During the procedure, the unit was extremely loud when it was turned on. The connector appeared misaligned and noise was coming from inside the unit. The customer stated that judging by the way the unit looks and sounds, he thinks the unit may have been dropped. No adverse pt consequences were reported.

Manufacturer narrative:
(B)(4). (B)(4). Damage to drive connector or coupling. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.